Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a tracheostomy tube neck flange holder was broken. There was no patient harm reported. Although requested, the information about re-cannulation is unavailable. There is no report of death or serious injury associated with this event.